Event description:
Info received as follows: during the connection of the administration kits with the infusion bags, particles of the stopper are punched-out and get into the drug solutions. After inspection of the administration kits, our customer had determined that the reason for the particles is the blunt spike of the administration kits. There was no pt involvement.

Manufacturer narrative:
(B)(4) administration sets with lot # cf1132012 were returned to slc moog for investigation. These are sample sets, not allegedly defective sets. All od dimensions were measured and were within moog specs. Visual scope review of (B)(4) administration sets showed no particulate on the spike. Complaint could not be confirmed. Several attempts were made to obtain more info regarding to how the administration sets were used, customer responded that there was no info could be provided.